Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. Reference mvi: (B)(4).

Event description:
It was reported from china that during an embolization treatment of an aneurysm, the coil prematurely detached within the microcatheter. A guidewire was used to retrieve the coil successfully. The patient was reported to be fine. No harm or injury was incurred.

Manufacturer narrative:
The complaint sample analysis was completed on 8/12/2016. Based on the investigation findings the complaint cannot be confirmed as the device is severely damaged. However, the heater coil region displays evidence of detachment via thermal heat as the pet is melted. It appears that the user inadvertently detached the coil. Reference mvi: (B)(4).